Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd cleo infusion set tubing broke at the luer lock connection to the cassette during use. The infusion set tubing separated while the luer lock remained attached to the cassette. There were patient involvement and no patient harm. This malfunction could result in insulin leakage, interruption of insulin delivery, and potentially affect the patient.